Event description:
The procedure was to treat a lesion in the common carotid artery (off-label use). After predilatation, the omnilink was advanced, but was unable to cross the lesion. Three to four attempts were made to push the stent across, but were unsuccessful, so the device was removed through the sheath (contrary to IFU) and set on the back table. The sheath was repositioned and the omnilink was advanced again. It was unclear at this point if the sheath was being used to help push the stent through the lesion or if the stent was being withdrawn again into the sheath, but the stent slipped half way off the balloon, distally. The device was backed out of the common carotid. A snare was used to pull the stent (still partially on balloon) along with the guide wire down to the iliac, at which time the stent delivery system was removed. A 4.0x40 balloon was used to deploy the stent in the iliac. Post dilatation was performed with another balloon and the case was aborted. There were no pt effects reported.